Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received a pump exchange on (B)(6) 2018 secondary to suspected driveline and pump pocket infection. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the explanted pump did not reveal any functional issues. The root cause of the reported infection could not be determined. The pump was returned assembled with the driveline cut approximately 20 inches from the pump housing and the distal portion was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The bend relief collar was sutured in place around the outflow graft nut. Evaluation of the outflow conduit revealed no evidence of developed depositions or thrombus formations. Evaluation of the outflow conduit revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.